Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed error and pump error. Customer stated that contacts were not missing, damaged, or corroded. Customer ensured that battery was securely fastened and battery slot was aligned horizontally with pump if not aligned or tightened, pump may give battery failed alarm and customer received battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.